Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested bench repair of the mx40. At bench repair it was found there was no audio from the mx40. There was no report of a patient injury or harm.